Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open left colon procedure, during the anastomosis, after firing, surgeon put the safety back in place and only turned the knob one and a half turns and then the stapler wouldn't come out of the patient. Surgeon was actually pulling pretty hard for a while but would not want to rip the anastomosis. Surgeon did turn it an extra 1 turn at that point to try to see if he hadn¿t turned it enough but it still wouldn't come out. Then the surgeon pulled much harder than he normally would have, thinking that he just had to get it out of the patient and would redo his anastomosis if needed, and the stapler finally popped and came out but the anvil was not attached. Surgeon palpated the anastomosis and then the bowel more distal until he found the anvil sitting midway in the rectum, then milked it to the point surgeon could grab it with some difficulty from the distal rectum with the surgeon fingers via rectal exam. The two donuts were attached to the anvil and were intact. It was also noted that the black knob swivels too freely so when the surgeon was trying to couple the anvil to the stapler, the knob was hitting his leg and closing too soon so the spike slipped out of the hole in the bowel- luckily, they were able to reposition without making another hole in the bowel. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.